Event description:
The customer reported that a disconnect between the m540 and c700 occurred on may 7th. The customer reseated the system cables to fix the issue, which returned intermittently. The system cables were replaced and the vg7.1.1 was reloaded. The disconnect occurred again on may 27th. Additional information received stated that the event had been swapped out during the event, and other details regarding the event could not be provided. There was no report of any adverse patient impact or death.

Manufacturer narrative:
The logs were reviewed by draeger. The logs did not capture the (B)(6) reported event, and there was no evidence of device malfunction, or any device disconnect error seen for the (B)(6) reported date of event either. The m540 software was reloaded, and the customer configurations were retransferred successfully by the draeger field service engineer in (B)(6) 2024. The reported disconnect errors cannot be confirmed. While no device failure could be determined for the reported m540, the customer site received factory resets for all their m540s. As of (B)(6) 2025, there had been no reoccurrences at the customer site since the factory default resets. When requested, no information regarding the patient impact or the reported events effect on patient care could be provided. No adverse patient impact was reported, and the device did alarm as designed. Based on the information we are unable to determine a root cause.

Event description:
The customer reported that a disconnect between the m540 and c700 occurred on (B)(6). The customer reseated the system cables to fix the issue, which returned intermittently. The system cables were replaced and the vg7.1.1 was reloaded. The disconnect occurred again on (B)(6). Additional information received stated that the event had been swapped out during the event, and other details regarding the event could not be provided. There was no report of any adverse patient impact or death.